Manufacturer narrative:
Additional information: a6: patient race noted as japanese. The device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that during a cataract plus trabecular microbypass stent system procedure, the first stent (of two stents) was implanted, followed by the implantation of the second stent. However, subsequently, the first stent was unable to be visualized in the eye. Per report, a second device was used to implant one additional stent, and the procedure was completed. The report noted that the surgeon is concerned that the stent was "lost in the eye". Additional information has been requested.